Event description:
Site reported trouble with the location sub-system, a component, of the superdimension system. The superdimension portion of the case was cancelled and the pt was under general anesthesia. There was no report of pt injury, death or other serious adverse event.

Manufacturer narrative:
The evaluation of the location sub-system found a fuse had an open circuit. The location sub-system was replaced and the system passed all tests. Superdimensions is filing this MDR out of an abundance of caution due to the risks associated with multiple exposures to anesthesia.